Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 433 mg/dl and 135 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The customer returned meter serial number (B)(4). The meter has been tested with an approved strip lot 1002834. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the readings reported were found in the internal memory log of the meter and were taken in 10 minutes.

Event description:
Boston scientific crm received information that this ventricular lead was exhibiting increased threshold measurements and loss of capture. It was suspected that the lead may have dislodged going into the lead revision. Attempts to reposition the lead were unsuccessful as the thresholds were still increased. The physician requested a new lead.